Event description:
It was reported that the device had a force sensor failure error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). Unique identifier is unknown. No product information has been provided to date. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the seal was removed/broken on the plunger assembly. The top case was cracked by tube holder. There was no damage to the bottom case and the plunger head was cracked by all screws. The technician powered up the device, checked and test force sensor. The device had a force sensor test on power up and the force sensor was unable to be calibrated. The report issue was found to be fluid ingression inside plunger assembly caused by the customer. The entire plunger assembly, plunger tube and plunger cable were replaced. The technician powered up the device and performed all functional tests, which the device passed.